Manufacturer narrative:
The nurse reported that the central nurse's station (cns) did not alarm for a torsades event. The customer also had questions on how to delay alarms. A clinician from nihon kohden provided explanation on the alarm settings and choosing the best lead monitoring options. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for a torsades event. The customer also had questions on how to delay alarms. A clinician from nihon kohden provided explanation on the alarm settings and choosing the best lead monitoring options. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 19, (B)(6) hospital contacted nka technical support (ts) regarding questions on the alarms sounding on the cns-6201a (central nurse's station pu-621a sn: (B)(6). (B)(6) was testing the v-fibrillation alarm and noticed that some alarms were delayed in sounding/displaying. Investigation conclusion: multiple attempts to reach the customer were unsuccessful in gathering additional details. From the information available, it is not possible to determine how the system responded or why. The root cause and risk for the torsades event cannot be determined. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4 date of this report. F6 date user facility/importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for a torsades event. The customer also had questions on how to delay alarms. A clinician from nihon kohden provided explanation on the alarm settings and choosing the best lead monitoring options. No patient harm was reported.